Event description:
It was reported that during a da vinci-assisted prostatectomy-simple surgical procedure, the top monopolar port of the erbe generator was not working properly. There was no issue observed when the user tried the second port with the same cable. The caller (biomed) tried multiple cables. Intuitive surgical inc. (Isi) technical support engineer (tse) noted a possible mechanical problem with the top port. Tse found no error in the logs. Biomed requested for a replacement erbe generator. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the correct event date is on (B)(6) 2022. The procedure was completed robotically with the esg, a third party generator. The hospital declined to provide patient information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. To correct the issue, the fse replaced the integrated electro surgical unit erbe generator. Following the service, the system was tested and verified as ready for use. Isi has received the erbe generator, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation or if additional information is obtained. No images or video were submitted for review. Isi technical support engineer reviewed the logs at the time of the call into technical support and found no errors. This complaint is being reported based on the following conclusion: the customer converted to a third party generator after the start of the procedure due to the erbe vio generator not functioning properly. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the integrated electro surgical unit (iesu) associated with this complaint and completed investigations. Failure analysis investigations replicated and confirmed the reported issue. During investigation, the error m-02-5 occurred. The iesu was found to have a component failure and will be returned to original equipment manufacturer for repair.

Event description:
Refer to h10/h11 for follow-up information.